Manufacturer narrative:
Other applicable components are: product ID 3550-02, serial #: unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient had a revision. The ins was moved lower and leads were re-tunneled down to the ins and reconnected. Once the leads were reconnected to the ins after moving it lower, there was no clicking from the torque wrench when the set screws were tightened. It was reviewed that both wrenches in the kit were hex wrenches and neither should torque/click. The representative used another wrench from the same kit and heard clicking from the wrench and the issue was resolved. No further complications reported.